Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a foreign object inside the medication cassette. There was no patient involvement.

Manufacturer narrative:
D3: corrected. H6: updated. H3: two samples were received as well as several photos. The samples were visually inspected and particles were able to be detected. The particles were not found to be in the fluid path. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.